Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced a 45-minute interruption in medication delivery, which resulted in worsening motor symptoms, including sticky movements, off phases, and intermittent thought blocks. The patient's condition has been variable since starting therapy. The patient's sister also raised concerns regarding poor aseptic practices in home care. No further information available.